Event description:
It was reported that a malfunction occurred with the customer's insulin pump, indicated by a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support advised the customer to revert to multiple daily injections as backup therapy until they received a replacement pump, which included updated software. Support confirmed the shipping address and instructed the customer on returning the faulty pump. The customer acknowledged these steps, with no signature required for delivery.